Manufacturer narrative:
Analysis of programming history.

Event description:
During the review of the programming history, it was observed that a faulted diagnostic test occurred on (B)(6) 2010, which changed the generator to unintended settings. The settings were found and corrected at the next office visit on (B)(6) 2010.